Event description:
A vns treating physician reported that they had a vns patient whose testing showed a lead impedance of 7000 ohms. This is all the information that was attained. Patient and product information not provided. Good faith attempts were made and no further information was attained.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.